Manufacturer narrative:
Device evaluation: the replaced portion of the percutaneous lead and the explanted pump were returned for evaluation. The evaluation of the pump, confirmed internal percutaneous lead wire damage that would have contributed to the reported pump stoppages and driveline fault alarm. The pump was returned assembled with the percutaneous lead severed approximately 3 inches from the pump housing and the severed distal end portion, measuring approximately 39.5 inches in length, was returned. The sealed inflow conduit, the sealed outflow graft, and the sealed outflow graft bend relief were not returned. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump revealed no evidence of depositions or thrombus formations. The black and yellow wires of the distal portion of the percutaneous lead (lead) that was returned with the pump did not pass the electrical continuity test. Visual examination of the lead showed the yellow wire was completely severed. Breaches to the insulation of the black, brown, orange, yellow, and green wires were also noted approximately 7 inches from the pump housing. The observed wire damages appeared to be the result of repetitive flexing. The remainder of the percutaneous lead was submerged in a saline solution for hi-pot testing to verify the integrity of each wire's insulation and this test did not reveal any additional areas of current leakage. If the exposed conductors of the black, brown, orange, yellow, and green wires made contact with each other or with the braided shield, the resulting electrical short would have resulted in the speed drops and pump stoppages observed in the submitted log file. Furthermore, the open circuit identified on the yellow wire appeared consistent with the driveline fault alarms captured by the submitted log file. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient¿s weight was not provided. The referenced silenced ¿driveline fault¿ alarm was reported under medwatch MFR report #2916596-2017-02354. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. The patient¿s implanting center is (B)(6) hospital. For the event the patient reported to an unspecified center in (B)(6). The manufacturer¿s clinical specialist in (B)(6) reported the event to the manufacturer. Approximate age of device ¿ 6 years and 1 month. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient¿s lvad system produced pump stoppages. The patient had also experienced arrhythmia and low flow alarms as well. In (B)(6) 2016, the driveline fault alarm was permanently, and no additional issues had occurred since that time. The patient had been implanted at (B)(6) hospital, and lives in (B)(6). The log file was reviewed by a representative of the manufacturer's technical services team and revealed pump stoppages on (B)(6) 2017 while on power module support. X-rays were also reviewed and did not show anything concerning. There was some minor shield separation which would not be uncommon for a percutaneous lead that was 6 years old. Ungrounded power module patient cables were requested. On 04oct2017, technical services performed the phase interrupter test which indicated a broken yellow wire in the driveline. A distal end percutaneous lead (driveline) replacement was performed replacing the maximum length of the external driveline. Post replacement, a driveline fault alarm occurred. Tests indicated the yellow wire was damaged internally. On (B)(6) 2017 the patient underwent pump exchange due to what was determined to be an internal driveline fracture.